Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 42 mg/dl. Customer had blood glucose of 179 mg/dl. Customer stated that, she was calling in, she is no longer using the sensor because of her transmitter that is not working. Customer offered with troubleshooting for the low blood glucose, however customer declined. Customer stated that, she has already reported the sensor signal issues. The insulin pump will not be returned for analysis.